Event description:
A complaint was received by johnson & johnson on (B)(6) 2022 and forwarded to intera oncology on 29 august 2022 from germany (bfarm) regarding a medstream implantable pump. The pump was initially identified as a 20 ml but later clarified to be 40 ml. The serial number was reported as (B)(4), but this has not yet been confirmed as a valid serial number tied to a product code. The infused drug was reported to be sufentanyl 1250 ug and bupivacain 4%. The device was reported as explanted but status is unknown at the time of this report. The translation of the report is as follows: after unproblematic filling, when the medstream pump was reactivated using a reader, a closed low filling volume displayed (about 21 instead of 40 ml). No indication of irregular reflux or other disorder. After consultation, it was agreed to schedule a timely appointment with the patient to change the pump. When the painnurse called, the patient described drowsiness and feeling unwell. He was given the emergency presentation to us urgently to clarify a possible serious malfunction of the idds advised, which he wanted to follow. Recommendation to test filling volume by puncture and if too low reflux the idds (<<40 ml) also to puncture and flush the pump pocket and hospitalize the patient to monitor (imc or its), then filling the idds with nacl solution and systemic substitution of the opiate dose. If the reading is taken again, the volume is 20 ml, which is also due to the residual amount when refilling with nacl solution. Complies.

Manufacturer narrative:
Serial number was reported as (B)(4) but was unconfirmed to be the serial number at the time of this report. The medstream implantable pump was discontinued in 2014. If further information is received, a supplemental report will be filed.

Event description:
A compaint was received by johnson & johnson on 16 august 2022 and forwarded to intera oncology on 29 august 2022 from germany (bfarm) regarding a medstream implantable pump. The pump was initially identified as a 20 ml but later clarified to be 40 ml. The serial number was reported as (B)(6), but this has not yet been confirmed as a valid serial number tied to a product code. The infused drug was reported to be sufentanyl 1250 ug and bupivacain 4%. The device was reported as explanted but status is unknown at the time of this report. The translation of the report is as follows: after unproblematic filling, when the medstream pump was reactivated using a reader, a closed low filling volume displayed (about 21 instead of 40 ml). No indication of irregular reflux or other disorder. After consultation, it was agreed to schedule a timely appointment with the patient to change the pump. When the painnurse called, the patient described drowsiness and feeling unwell. He was given the emergency presentation to us urgently to clarify a possible serious malfunction of the idds advised, which he wanted to follow. Recommendation to test filling volume by puncture and if too low reflux the idds (<<40 ml) also to puncture and flush the pump pocket and hospitalize the patient to monitor (imc or its), then filling the idds with nacl solution and systemic substitution of the opiate dose. If the reading is taken again, the volume is 20 ml, which is also due to the residual amount when refilling with nacl solution. Complies.

Manufacturer narrative:
Device was explanted 16 august 2022, device not returned for evaluation. Medication was reported to be sufentanyl 1250 ug and bupivacain 4%. The medstream device is indicated for preservative-free morphine sulfate and baclofen in adult patients. Device was implanted in 2010 and has a published average battery life of 8 years post implant per the medstream IFU. Manufacturing and quality records were not located for the serial number reported. Serial number remained unconfirmed. The medstream device was discontinued in 2014.